Manufacturer narrative:
Research and development has concluded with the following after functional testing: this valve was explanted at implant due to ¿central regurgitation¿ and ¿valve not functioning properly.¿ no echocardiogram was provided, thus the reported ¿central regurgitation¿ and ¿valve not functioning properly¿ in vivo could not be confirmed. Edward¿s standardized in vitro testing showed normal valve function with the sealed valve having a total regurgitant fraction (trf) of 1.6%, which is more than six times lower than the maximal allowance (10%) per iso5840:2005. The valve exhibited normal leaflet motion and coaptation throughout the in vitro testing. Non-central leakage is expected for this type of valve during the initial implantation and should be reduced to a negligible level shortly after the effect of heparin is reversed by the administration of protamine.

Manufacturer narrative:
Device evaluation: leaflet 2 had a non-transmural cut of approximately 7mm on the outflow aspect. Cut appeared smooth and straight. Suture holes were evident around the sewing ring. X-ray demonstrated wireform intact. No other inconsistencies were observed on the valve or leaflets. Further testing is in process. Additional manufacturer narrative: current system issue prevents data entry of a limited number of new MDR codes. Edwards is in the process of correcting this issue. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring immediate re-operation is due to procedure related issues and is unrelated to the device. In this case, the surgeon commented that the most likely cause of the central regurgitation originated from a suture that may have interfered with the valve when closing the aortotomy. However, this could not be confirmed by our initial gross visual evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A supplemental MDR will be submitted once additional device evaluation is complete. Based on the information received and results of the completed device evaluation the root cause of the event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned that a 23mm aortic pericardial valve was explanted at implant due to regurgitation seen on tee. The regurgitation was described as a central leak and graded as moderately severe with a very small pvl. It was noted in the operative procedure that the patient had a bicuspid aortic valve with fusion of the right and non-coronary cusps and underwent aortic valve replacement due to aortic stenosis. The surgeon noted that the most likely problem was that when the aorta was closed they had looped the valve with a suture. The aortotomy was reopened, valve was examined. There was an area at the junction of the non and right coronary cusp. They were able to put a nerve hook through to repair this. The valve itself did not appear to be alimentary and there was no impingement on the leaflets. Central regurgitation did not change. The surgeon noted that it was apparent at this time that the valve itself was not functioning properly and needed to be removed so the decision was made to do the next valve replacement with a full sternotomy. There were some tears in the aorta and around the right coronary cusp. After these were repaired, the surgeon could not find the right coronary orifice so a vein graft to the right coronary artery was performed. A 21mm aortic pericardial valve was then seated. Tee revealed that the valve had good function and appeared to "work perfectly". The patient was severely coagulopathic and a significant amount of time was spent in the or trying to get good hemostasis. "The patient was transported the cvru in critical condition."